Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The force sensor idle value is too high. The reason for a shifted force sensor idle value is an excessive mechanical force applied externally to the piston holder in the cartridge compartment. The deviation in the force sensor idle value led to a false positive occurrence of the e4. The delivery accuracy of the insulin pump is not affected by this failure.

Event description:
Patient reported the infusion device has displayed several e4 occlusion errors over the past week and the plunger holder on the piston rod appears loose. She believes the insulin delivery of the infusion device is too low, and this has resulted in hyperglycemia of 468 mg/dl. She delivered insulin via pen as treatment and did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.